Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.5 diopter, in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to patient complained of subjective discomfort. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found that lens measurements were within specifications. (B)(4) as per the dfu of this lens model, implantation of lens model is contraindicated in an eye with an anterior chamber depth(acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm. The patient had an acd of 2.87mm at the time of implantation. (B)(4).